Event description:
It was reported that during an unknown procedure, the jaw was damaged (displaced) and the surgeon continued the procedure with the same like device. There were no adverse consequences to the patient.

Event description:
The report received from the affiliate indicated that during an elective percutaneous coronary intervention (pci), the physician successfully deployed one presillion stent to the left coronary artery target lesion without any reported product issue. The physician then attempted to deliver another presillion 3.5 x 12 mm stent to the target lesion but the device became stuck/impeded on the cordis atw guidewire and could not be advanced further. The event occurred outside of the patient's body. The stent delivery system (sds) and guidewire were successfully removed from the patient. The guidewire was not used again during the case. There was no reported issue with the guidewire. There was no reported loss of access to the target lesion. There was no target lesion information available. The procedure was reported to have been completed successfully though no procedural details were available. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU and no problems were noted during preparation. No additional information is available. Addendum: product analysis of the atw guidewire received indicated that the distal portion was unraveled/stretched.

Manufacturer narrative:
Evaluation codes, the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4) upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated that initial elevated architect i2000sr cea results were generated for two patient samples that retested at lower values. Through troubleshooting, it was determined that the reaction vessels (rv) were the cause of the elevated results and were replaced. No further occurrences of elevated results occurred after replacing the rv lot. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.